Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, further inspection found the downstream occlusion sensor (dso) was malfunctioning. This indicated a reportable malfunction based on the dso sensor. The dso sensor was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device does not power on. There was no patient involvement. Evaluation of the returned device identified a malfunctioning downstream occlusion sensor.